Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had button anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the cover of the keypad was out and they could not press the button. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing display window cover and missing keypad overlay.